Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave faradrive steerable sheath clear was selected for use. During insertion of farawave to faradrive it was unable to aspirate. A new sheath was selected but did not solve the problem. Changing of the catheter fixed the issue. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
Correction in section b5 describe event or problem, the word farawave was removed. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of loss of aspiration. The sheath was returned and visual inspection found no abnormalities. Leak testing was performed and the device passed leak performance testing. Microscopic inspection showed no abnormalities or defects on the hemostatic valves. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive device confirmed that the event of loss of aspiration is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of device problem excluded and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion of farawave to faradrive it was unable to aspirate. A new sheath was selected but didn't solve the problem. Changing of the catheter fixed the issue. No patient complications occurred. The device was received for analysis.